Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer also reported that the sensor could not calibrate running from 450 mg/dl to 500 mg/dl. The customer reported that they treated the high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.